Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Device was not returned for investigation. Pictures provided are not sufficient to confirmed the allege complaint. Device needs to be tested. The most likely cause for the reported failure can be attributed to wear and tear. Complaint not confirmed.

Event description:
It was reported that during a hip arthroscopic procedure, the clamp locks and damaged the suture. The case was completed by using a different device.